Event description:
Per the clinic, the patient experienced skin necrosis and infection over the implant site, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient was hospitalized on (B)(6) 2024 (duration not reported). During the admission, the patient was administered with IV and oral antibiotics (date and duration not reported). The device was explanted (date not reported) and the patient was reimplanted with another cochlear device (date not reported).